Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the was admitted for a hematocrit level of 20% with signs of fatigue. Elevated lvad parameters were also reported. Pump thrombus was suspected. On (B)(6) 2018, it was reported that the patient was discharged with no issues with the pump. An echocardiogram showed the pump was working appropriately. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported events were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the report of thrombosis could not be conclusively determined through this evaluation. A review of the log file showed multiple elevations in pump power were captured between (B)(6) 2018 through (B)(6) 2017. These events corresponded to pulsatility index (pi) events. The heartmate ii instructions for use (IFU) explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pi. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. No atypical alarms were captured and the system showed normal device operation above the low speed limit for the duration of the log files. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that the patient was seen in clinic and noted to have multiple pi events with associated elevated flows and powers as well as speed drops.